Manufacturer narrative:
The insulin pump passed the displacement test and self test. No screen anomalies noted during testing. Missing segments/partial display not confirmed. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had partial display. Customer's blood glucose level was 140 mg/dl at the time of incident. Customer stated that the insulin pump had some display issues. Customer stated the insulin pump was neither dropped nor bumped. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.